Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. A separate initial report will be filed for the versacross rf wire.

Event description:
It was reported that during a left atrial appendage closure (laac) procedure for an atrial fibrillation case, a versacross connect laac was selected for use. When the physician was going transseptal, he was having difficulty getting access to the superior vena cava (svc) due to leads of a pacemaker that were coming down from the svc one lead was in the right atrium, and the other lead was in the right ventricle. He was having issues positioning the versacross transseptal system on the fossa, difficulty having a tent on the fossa ovalis. When tenting of the fossa was finally acquired, it was noticed to be an interior position on the thin portion of the fossa, so physician decided to take it and deliver radio frequency energy to go transseptal. The versacross rf wire was advanced forward, but could not appreciate it on transesophageal echocardiogram (tee). Physician decided to pull the system back into the right atrium (ra) and try transseptal one more time. After several attempts on going transseptal again, physician landed on the fossa on an anterior position again and decided to deliver rf energy one more time and advanced the versacross rf wire one more time and notice that he could not advance it forward that much. An effusion check on tee was performed and there was none (there was no effusion at all throughout the case). The physician decided to pull everything back into the ra and check the aorta and there was a little shunt going from aorta into the ra but not from ra to aorta. It was decided to cancel the case pull everything out of the body. A 50 units of protamine was given to help with the healing of the shunt and physician confirmed it was helping the shunt was getting smaller. Vitals were stable throughout the procedure. There was no change on blood pressure or heart rate. In the physician opinion, he did mention that he applied physical force when he deliver radio frequency energy on the first transseptal so he thinks that the transeptal system slid up going more anterior through the thick portion when applying the physical force. The patient was still stable, did an echo and there was no tamponade and the patient was extubated patient staying overnight in the intensive care unit (ICU).